Event description:
It was reported that during a robot hysterectomy insufflation was lost. Several replacement tubings from different lots were tried and did not work. Further a mobile cart with a co2 tank was brought in and attempted. No insufflation was gain using all of these methods, so went to an open procedure.

Event description:
It was reported that during a robot hysterectomy insufflation was lost. Several replacement tubings from different lots were tried and did not work. Further a mobile cart with a co2 tank was brought in and attempted. No insufflation was gain using all of these methods, so went to an open procedure.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The warranty seal is broken and the sticker on the back of the unit indicates calibration is overdue. A tube set was inserted into the unit with a gas bottle and a dummy lap fixture with a pressure sensor transducer connected. The unit was then run with a set pressure of 10mm hg, 20mm hg and 30mm hg while in veress and high flow mode. After running the unit for several minutes, it was able to maintain a set pressure of 10mm hg, 20mm hg and 30mm hg (+/- 2mm hg) (which are the acceptable pressure values when running in either veress or high flow mode). The unit passed functional tests. The probable root causes are: non-conforming tubeset, cannula, and/or open valve on the cannula. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.